Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformance's, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred an hour after the initiation of the patient¿s hemodialysis (hd) treatment on a fresenius 2008k machine. Additional information was gathered during follow-up with the user facility clinical coordinator. The blood leak was noted as being an internal blood leak could be visually observed. Blood leak test strips were not used to test for the presence of blood. The clinical coordinator confirmed that a defect or damage was seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.